Event description:
It was reported that battery pull strap cut off during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed there was a missing top rear label. During functional check, the customer's problem was duplicated during the investigation. The root cause was the battery pull strap was cut off. Recommended battery pull strap to be replaced.